Event description:
It was reported that the customer was only able to see the lower part of the screen on the insulin pump. Customer stated she was unable to deliver a bolus, due to the partial display. The insulin pump was reported not to have been bumped or dropped. Customer was advised to revert to back up plan. Her blood glucose was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.